Event description:
It was reported that during implant, the right ventricular lead exhibited high impedance, r wave variability, and loss of capture. The lead was explanted and replaced and the patient did not experience any consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.